Event description:
The following info was submitted to the FDA: the customer was hospitalized for severe hypoglycemia. The customer was wearing the recalled infusion sets at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.